Manufacturer narrative:
The following devices were also listed in this report after the initial MDR was filed: triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# s79fl triathlon cr fem comp #6 l-cem; cat# 5510-f-601; lot# s744s it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: indicated devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events reported for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, medical records as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient is having ongoing pain with study knee post surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient is having ongoing pain with study knee post surgery.